Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synvisc-one injections were extremely painful [injection site pain]. Bilateral knee pain became increasingly worse [arthralgia]. Case description: spontaneous report received on (B)(6) 2011 from a (B)(6) male pt, initials (B)(6). The pt had a history of osteoarthritis, previous synvisc-one injections over a year ago and bilateral knee pain. The pt reported the synvisc-one injections were extremely painful and he experienced worsening bilateral knee pain. On an unspecified date in (B)(6) 2010, the pt received synvisc-one injections in both knees. The pt reported both synvisc-one injections were extremely painful, "pain like I have never had before." The pt reported his bilateral knee pain became increasingly worse over the next three weeks. The pt's right knee was worse than his left knee, at which time he went to see his physician. The pt reported his pain had subsided since receiving bilateral cortisone injections, but it was not totally gone. The pt still needed pain medication on occasion. The pt was treated with ice, cortisone injections, pain medication and right knee aspiration. At the time of this report, the outcome of the pt was unk. Additional info was received on (B)(4) 2011 in the form qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.